Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side "leak" and "gradually getting smaller." Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified fold crease, wear abrasion, yellow particles and an opening. A leak test was performed and found an opening on the device. A microscopic analysis was performed which identified a sharp edge opening assessed as an unidentified tear opening and a puncture opening on the posterior side, consistent with the use of a surgical tool. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on the valve bond edge due to an unidentified tear opening.

Event description:
Device has been explanted.